Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that liquid still flowed after closing the twist clamp of a transfer set. This occurred while in use on a patient for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: one sample was received for evaluation. A visual inspection with naked eye noted a broken occluder feet. Functional testing including leak testing, clear passage testing, and clamp function testing were performed; function testing failed due to the broken occluder feet resulting in leakage. The reported condition was verified. The direct cause of the condition was the broken occluder feet. The cause of the broken occluder feet could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.